Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable. The broken cable segment that contains the crimp one was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding a broken cable at the end of the instrument was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted right hemicolectomy surgical procedure, cable at end of instrument is broke. The procedure was completed with no reported injury.